Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is having issues with the speaker. No patient adverse events reported,

Manufacturer narrative:
Other, other text: additional d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Wear and tear damage to line cord and front cover. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was a faulty printed circuit board (pcb). Replaced pcb.